Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volux® xc some time ago. Patient now developed nodules and inflammation. It has been very difficult to treat. Symptoms are on-going.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional additionally reported patient was injected with juvéderm® volux¿ then about 2 years and 2 months later was injected again with juvéderm® volux¿ in ck1, ck2 - 2ml, jw2, 2ml. Patient is experiencing recurrent delayed inflammatory nodules. Patient was treated multiple times with hylase, incision and drainage, antibiotics, prednisolone, and once with intralesional steroid injection. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-50209). This emdr is being submitted for the suspect product, first injection of juvéderm® volux¿.